Event description:
The patient reported that the leads need to be replaced soon. Patient is has complaints of a "tapping" or "ticking" in her chest for "about a month". Follow up was conducted to obtain information on the patient and device. Follow up attempts were unsuccessful. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.